Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received alarm which indicated that motor power supply voltage error detected. This is measured before each single pump stroke and then continually measured periodically during the entire motor driving period. Customer was unable to clear the alarm. Clock was visible on screen. Customer stated that clock was advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 41 noted. Motor was tested outside device and passed. (B)(4).